Event description:
During follow-up, noise due to myopotential oversensing was observed on the right ventricular (rv) lead. Isometric testing was performed and the noise was reproduced. No intervention was performed and the physician elected to monitor the patient. The patient was in stable condition.